Event description:
A registered nurse reported during a frontal endoscopic sinus surgery (fess) procedure that after 45 minutes of navigating, the monitor went black and displayed a "no input detected" message on the screen. Tech support walked the nurse through reconnecting all internal and external connections, rebooting the system and plugging it into a known working outlet. The "no input detected" message still displayed. Navigation was discontinued, the case proceeded with no impact to the patient.

Manufacturer narrative:
A medtronic rep was on site to trouble shoot. He noticed that the computer fan is running intermittently even when plugged into a known working outlet. A replacement computer has been sent to the site for system repair.

Manufacturer narrative:
Initial boot to login screen successful. Launch app (fsn) and system performing as expected. After extended run time (1hr plus) at about 50 minutes system went to black screen and power supply is cycling about every 3 seconds. Reseating ram offered no change. Swapped out ram with known good cards and system not turning on. Replace original ram and system not powering on. *system is scheduled to be repaired and returned to the facility.